Event description:
During a premature ventricular contractions (pvc) procedure, an effusion occurred. Due to a complication with a left ventricular outflow tract obstruction, pericardial bleeding occurred when trying to position the catheter at the ablation site. An echocardiogram was performed which revealed a perforation. A pericardiocentesis was performed to stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.